Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn quality control results were obtained from vitros performance verifiers using vitros chemistry products dgxn slides lot 1919-0255-2536 on a vitros 5600 integrated system. The assignable cause of the lower than expected vitros dgxn results is an issue with the vitros 5600 integrated system specifically affecting the vitros dgxn assay. The qc results shifted lower than expected after suboptimal correction factors were run. The customer then calibrated vitros dgxn three times with the quality controls results shifting higher than expected with each subsequent calibration. While troubleshooting the customer found that the thumbscrews for the iwf system were not properly fastened. After replacing the evaporation caps and the iwf tubing, rerunning correction factors and performing another calibration on vitros dgxn, the quality control results had returned to expectations. Precision testing was requested by the tsc but not completed by the customer. Based on historical quality control results an issue with vitros dgxn lot 1919-0255-2536 is not a likely contributor to the event. In addition, vitros dgxn lot 1919-0255-2536 was performing as expected on an alternate vitros 5600 integrated system at the customer site. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn lot 1919-0255-2536.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical service center (tsc) to report unexpected quality control (qc) results obtained from vitros performance verifiers (pv) using vitros chemistry products dgxn slides on a vitros 5600 integrated system. (B)(6) results of 1.8, 1.7, 1.7, 1.6, 1.7, 1.4, 1.6, 1.4, 1.5, 1.5, 1.3, 1.7, 1.8, 1.7 and 1.5 ng/ml vs the expected result of 2.33 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros dgxn results were obtained when processing a control fluid. Ortho was not made aware of any allegation of patient harm due to the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).